Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (calcification on posterior leaflet) contributed to the reported single leaflet device attachment (slda) and reported tissue damage. The increased mitral regurgitation (mr) is likely due to the reported slda and reported tissue damage. The reported patient effects of worsening mr and mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits .

Manufacturer narrative:
Date of event: date estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and medical intervention. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted, reducing mr to a grade of 1. A few days later, the patient returned to the hospital with shortness of breath. Echocardiogram was performed and showed mr increased at a grade of 3. On (B)(6) 2019, a second clip mitraclip procedure was performed. Echocardiogram showed the original implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the physician¿s opinion, tissue damage occurred on the posterior leaflet. To stabilize the previously implanted clip, one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.